Manufacturer narrative:
(B)(4): the device was manufactured september 14, 2015 - september 15, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from the fill port. This occurred during filling with 2050mg fluorouracil diluted with 0.9% sodium chloride solution to a total fill volume 90 ml. There was no patient involvement. No additional information is available.